Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the connection part was fractured. A 145 guidezilla guide extension catheter was selected for use for a procedure in the right coronary artery. During withdrawal of the device during the procedure, when outside of the patient's body, a fracture was noted at the connection between the shaft and the device. No device fragments were in the patient. The procedure was completed with another of the same device. No complications reported and the patient's condition was stable.

Event description:
It was reported that the connection part was fractured. A 145 guidezilla guide extension catheter was selected for use for a procedure in the right coronary artery. During withdrawal of the device during the procedure, when outside of the patient's body, a fracture was noted at the connection between the shaft and the device. No device fragments were in the patient. The procedure was completed with another of the same device. No complications reported and the patient's condition was stable.